Event description:
During a laparoscopic gastric bypass procedure, after firing the same stapler three or four times, the surgeon attempted to fire the stapler again and was unable to get the stapler to fire. There was no pt consequence.